Event description:
It was reported to philips that the system boot was delayed. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) examined the system remotely and found that the reported malfunction. Rse found the host pc (th) cannot communicate with the frontal ippc, possibly due to insufficient power, a bios battery issue, os/as boot delay, or a disk bay problem. Upon troubleshooting, fse found that the fault was caused by one of the memories. To resolve the issue, another work order fse implanting correction for pc issues 2db 9dimm. After implanting correction, the system was returned to use in good working order. The codes were updated based on the investigation outcome.